Event description:
Additional reported information indicated that the patient was doing okay.

Event description:
It was reported, the patient experienced an overdose and was in the emergency department. The patient had an altered mental status for the past two days. The pump was checked and the hcp wanted the pump turned off. The last refill was on (B)(6) 2012. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8703w lot# l48426, implanted: 1998 (B)(6), product type catheter (B)(4).